Event description:
The implant was placed at # 25 and removed after 6 mos. Traditional 2 stage surgery. Fixture was placed with primary closure. Prosthetic attachment (single). Sinus elevation surgery was performed with autogenous bone graft. Good oral hygiene. Good bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. There is no info about medical condition of pt. See scanned pages.